Manufacturer narrative:
Device was explanted and was not returned to bsn. This is the final report.

Event description:
A report was received that the patient had pain at the pocket site due to a shallow pocket. The patient's pocket was revised and the ipg was replaced. The patient is reportedly doing well after the surgery.